Event description:
Patient developed a swollen knee 1 week after their initial injection of supartz. The patient was hospitalized and 60cc of cloudy fluid was drained from their right knee. Culture results were: methycillin resistant staphylococcus aureus. Patient is being treated at the hospital.